Event description:
During pta with a powerflex pro balloon catheter, it ruptured at 5-6 atm during the initial inflation. Another balloon was used instead and the procedure was successfully completed. There was no patient injury. The target lesion was the external iliac artery. The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. An approach was made from the left brachial artery. After the lesion was crossed with a guidewire (035inch radifucos, terumo), a powerflex pro balloon catheter was delivered to the target vessel for pre-dilation. However, it ruptured at 5-6 atm during its initial-dilation and the leakage of media was observed. Therefore, it was removed from the patient and another new balloon (non cordis) was used instead. The procedure finished successfully. The product will not be returned for analysis.

Manufacturer narrative:
It was reported a powerflex pro percutaneous transluminal angioplasty (pta) balloon dilatation catheter, ruptured at five to six atmospheres (atm) during the initial inflation. There was no patient injury. Another balloon was used instead and the procedure was successfully completed. The target lesion was the external iliac artery. The lesion was moderately calcified and tortuous. The rate of stenosis was unknown. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. It was removed intact from the patient. The contrast to saline ratio was 50:50. The product was not returned for analysis. The device history review (DHR) of lot 15721030 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Leak and burst test results were reviewed and no anomalies were found during the manufacturing process of this lot. The reported "balloon burst at/below rbp" could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and tortuosity may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received that the device prepped normally. The brand of contrast media is unknown but the contrast to saline ratio was 50:50. The brand of inflation device used is unknown but the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and no difficulty crossing the lesion. The catheter was never in an acute bend. The balloon catheter did not kink while being used. It was easily removed from the vessel and from the other devices. It was also removed intact from the patient. Additional information is pending and will be submitted within 30 days upon receipt.